Event description:
It was reported that pump screen was dark and would not turn on, and when screen eventually turned on, power button remained extremely difficult to press and required multiple presses. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to troubleshoot power button without lasting improvement, agreed to use multiple daily injections as backup insulin therapy, and was provided replacement pump under warranty; customer was instructed to place current pump in storage mode, return it using pre-paid label, and then program pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.